Manufacturer narrative:
It was reported that the device turns on and off by itself. The customer requested the part number of the power management (pm) printed circuit board assembly (pcba) to order and replace. A follow up case was later opened by the customer and it was confirmed that the customer had replaced the user interface (ui) pcba. The customer followed up with the remote service engineer (rse) and wanted to know what testing should be performed after completing the replacement. The rse provided the customer with the steps from the service manual and advised the customer to let the unit run to ensure the reported issue had been resolved. The customer replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns on and off by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device turns on and off by itself. The customer requested the part number of the power management (pm) printed circuit board assembly (pcba) to order and replace. This investigation is ongoing.